Manufacturer narrative:
At this time, the lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient blood pressure dropped during this right ventricular (rv) lead implant. An echocardiography revealed the rv lead perforated the ventricle leading to a small pericardial effusion. The implanting physician performed a pericardiocentesis and repositioned the lead to resolve the issue. The system remains in service and no additional adverse patient effects were reported.